Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was found to be in storage mode. The patient had been lost to follow up. The patient was not pacer dependant. Subsequent information indicated that the device had been at end of life (eol) since 2012. Due to other medical concerns, the patient will not undergo a device change out procedure. There were no adverse patient effects reported. The device remains implanted.